Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the system error 2240 was a use error, as the patient had not pressed stop when disconnecting. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies and provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. If additional relevant information is obtained from that review, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis (pd), a home patient (hp) received a system error 2240 (air in set) alarm. This occurred on a homechoice (hc) machine, during drain three of four. The hp had disconnected during dwell, without pressing stop, and the hc advanced to drain and then sucked in air. The technical service representative (tsr) assisted the hp in clearing the alarm and advised the hp to start over with new supplies. There was patient involvement, however there was no adverse event indicated in association with this report. No additional information is available.